Event description:
It was reported that during a full supply change with an inset infusion set, the ilet user inadvertently separated the infusion site from the applicator, after which a new set was used, and insulin delivery was resumed with troubleshooting and education completed. There were no reported adverse clinical effects. Outcomes included no alarms or health consequences. Investigation included user guidance through the site change and verification of insulin delivery resumption. Investigation of this case revealed user handling error leading to incorrect infusion set deployment, consistent with an infusion set connection or insertion issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique.